Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient reporting that they had their gallbladder removed and even though her surgeon was aware of the electrocautery guidelines and tried, "something happened that was very bad". The patient was black and blue from below the breast to the pelvis from side to side on her stomach and had horrific bleeding and tissue damage throughout her body and the only thing they could think of is that it was connected to her implant. Indications for use were non-malignant pain and radiculopathy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.